Event description:
It was reported that the insulin pump was not delivering the correct amount of insulin when using the bolus wizard feature. It was also stated that the insulin pump was giving excessive no delivery alarms. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.